Manufacturer narrative:
The scanner did not shoot an x-ray. The root cause analysis and corrective measures are currently under review. No harm to patients or users.

Event description:
The scanner did not shoot an x-ray causing the delay in the treatment.